Manufacturer narrative:
This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to b5 (event description) for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has a history of exhibiting beeping tones, due to atrial lead alerts for persistent, elevated pacing impedance measurements (greater than 3,000 ohms). Boston scientific technical services (ts) was previously contacted and advised performing in-clinic troubleshooting on the non-boston scientific right atrial (ra) lead. Ts walked the physician through dismissing the alert, which would stop the beeping, but strongly recommended that the alert should be left on the be able to continually monitor the ra lead integrity. Should further impedance alerts be declared, ts also recommended performing in-clinic troubleshooting. At this time, the ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has a history of exhibiting beeping tones, due to atrial lead alerts for persistent, elevated pacing impedance measurements (greater than 3,000 ohms). Boston scientific technical services (ts) was previously contacted and advised performing in-clinic troubleshooting on the non-boston scientific right atrial (ra) lead. Ts walked the physician through dismissing the alert, which would stop the beeping, but strongly recommended that the alert should be left on the be able to continually monitor the ra lead integrity. Should further impedance alerts be declared, ts also recommended performing in-clinic troubleshooting. At this time, the ICD remains implanted and in-service. No adverse patient effects were reported.